Manufacturer narrative:
Other text: investigation completed on a smiths medical syringe infusion pumps / medfusion 3500 pumps. Primary auto alarm bgnd test was not verified during occlusion testing. However, the event log revealed alarm. As preventative measures the speaker was replaced. The overall condition of the device on arrival revealed a cracked right plunger case and battery door. Device was tested and passed all pm testing and ready for service.

Event description:
Oracle ro 1086869 primary audible alarm failure. Additional information received by smiths medical on 27-aug-2020 via email attached in complaint object: no patient involved, and the date is unknown.

Event description:
Information completed on a smiths medical syringe infusion pumps/medfusion 3500 pump revealed primary audible alarm failure. This occurred during testing and patient involvement.